Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera doesn¿t see instruments and the right led on the camera is permanently amber. No patient was present at the time of the event.